Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2316500, model: sc-2316-50, serial: (B)(4), batch: 17382296/17382296.

Event description:
It was reported that the patient was experiencing ineffective therapy despite multiple reprogramming. The patient underwent a revision procedure wherein the ipg and leads were replaced with an MRI compatible devices. The patient was doing well post-operatively. Explanted devices will not be returned.